Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device was received with the cannula fully deployed. The firing flat was observed to be vertical. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Inspection of the device found no damages or defects that would contribute to a needle mechanism failure, however it could not be determined when the cannula deployed. The cause of the reported event could not be conclusively determined. Timeouts and a drive stall were seen in the device data during the priming sequence. Despite this, the device was still received deployed. No alarms were generated. During the investigation the device delivered a 5 unit bolus and did not replicate the timeouts or drive stall. Inspection of the device found no issues that would contribute to timeouts or drive stalls. The cause of the timeouts and drive stall could not be determined.